Manufacturer narrative:
Evaluation summary: the distal tip was slightly flared indicating that it may have been stubbed during advancement. The stent had deformed and raised struts on the 2nd and 3rd proximal stent segments . A number of stent segments were also squashed on the stent . There was no other visible damage to the stent. (B)(4).

Event description:
It is reported that the physician attempted to use an endeavor resolute stent to treat a 25mm lesion in the proximal rca with moderate calcification, moderate tortuosity and 80% stenosis. The device was prepped as per IFU and inspected before use with no issues noted. It is reported that the lesion was pre dilated with an unknown 2.0x10mm balloon at 14 atms for 4 inflations. It is reported that the stent could not pass through the lesion. Resistance was noted during advancement but excessive force was not used. It is reported that after the device was removed, the stent was seen to be deformed. No patient injury is reported. Please note that this device endeavor resolute is not marketed&#2057;n the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.